Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report #3002808486-2018-00240. New information was received identifying that the product was a cook inc.(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 8mar2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2010 due to pulmonary embolism/ deep vein thrombosis. [Pt] is alleging tilt, pulmonary embolism. [Pt] further alleges permanent and continuous injuries, pain, the ability to lead normal life, having to undergo blood tests monthly sometimes weekly and having to take medications for the rest of life.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Type of report: follow-up #1 was inadvertently submitted for MDR for MFR#1820334-2018-00929. This follow-up is submitted as follow-up #2; as the previously filed follow-up 1 MDR for MFR# 1820334-2018-00929 was inadvertently used. Provided that more additional information is received, follow-up #3 will be filed as normal. Additional information: investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'thrombus, tilt, pe, continuous injuries, pain '. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain is directly related to the filter. No relevant notes on work order. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.